Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system fluid leaked from a small hole during infusion. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8025673. Our records show the reported lot was manufactured on 01/28/2018, and it was determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. According with the information provided by the customer a fluid leaked from a small hole in the catheter and onto the patient; however, without sample or photo available we cannot confirm or reproduce the reported failures modes. Currently, there is a sampling plan in place lot by lot to look for this kind of damage and according to internal process rejects (qn¿s) database, no issues like this have been reported.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system fluid leaked from a small hole during infusion. There was no report of injury or medical intervention.